Event description:
The product was not available for evaluation at co's facility. A device history review was performed on the lot number and showed no related mfg issues. A complaint history review was performed and showed one other complaint, from the same lot, for subcutaneous catheter leakage and was user-related. The complaint rate for this device was found to be below the expected frequency. The severity of this reported occurrence is consistent with that expected for devices of this type. Expected frequency: 4.02/year observed frequency: 2/year